Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned

Event description:
It was reported that the pump shut off unexpectedly at 60% battery life. The customer was able to turn the pump back on; however, the pump shut off unexpectedly two more times. The customer's blood glucose (bg) level was impacted (350 mg/dl). The customer took a correction bolus via the pump, which brought bg level down to 200 mg/dl.